Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector during user handling of the subject device. It caused an abnormality in electronic components and the suggested event temporarily occurred. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): - inspection of the endoscopic image the user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "-when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of error code e315 was not confirmed, however, an error code 216 was displayed and, since water invasion and a lot of corrosion was constated the occurrence of an error code 315 is likely. No leaks found. Furthermore, the following additional issues (non-reportable) were identified during inspection: light guide lens is cracked, there is low illumination, bending angulations are out of specifications, the universal cord is buckled, the connector is corroded, the control section is corroded, there is abnormal noise from the insertion tube during handling, the distal end glue peels off, and the distal end is refurbished. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the evis exera iii colonovideoscope displayed error codes b30, e216 and e315 before an unspecified procedure. Another scope worked and the intended procedure was completed. No patient injury or harm has been reported.